Manufacturer narrative:
(B)(4)

Event description:
Patient's wife contacted dexcom on (B)(6) 2016, to report a patient hospitalization that occurred on approximately (B)(6) 2016. Exact dates are unknown. Date of intervention is an approximation based off of the information provided. No additional event or patient information is available.